Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 18mm mechanical valve the patient developed ventricular fibrillation. The surgeon explanted and checked the valve but there was no device malfunction. The surgeon implanted a 16mm mechanical valve of the same model. No additional adverse patient effects were reported.